Event description:
It was reported that the smartpass feature disabled due to low signal amplitude r-wave measurements and undersensing from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) discussed potential troubleshooting and programming options. The smartpass feature was re-enabled and monitoring was continued. Additional information was later received that the smartpass feature again disabled. The electrode and device then delivered an inappropriate shock due to oversensing. Review of stored device data noted small signal amplitude measurements with a morphology change due to a potential bundle branch block. The clinic planned to re-evaluate all sensing vectors and consider potential programming options. Additional information was received that surgical intervention was undertaken. This system was explanted. There is no information indicating that a new system was implanted. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.